Manufacturer narrative:
Literature citation: dr. (B)(6) md " pseudo-pedicle heterotopic ossification from rhbmp-2 use in tlif cages." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by in a publication titled " pseudo-pedicle heterotopic ossification from rhbmp-2 use in tlif cages." The purpose of this study was to retrospectively review and describe the common characteristics of patients who developed ho and subsequent radiculopathy from tlifs with rhbmp. Thirty eight (38) patients (26 males and 12 females with a mean age of 50.8 ± 7.5) with radiculopathy symptoms arising from tlif with rhbmp-2 were identified to determine commonalities and defining characteristics that will help facilitate the diagnosis of this complication. All 38 selected patients had radiculopathy symptoms resulting from heterotopic ossification arising out of the intervertebral space in following manner: bone growing out of the annulotomy site for the tlif cage placement was present in continuity with the disc spaces. The common, novel finding was a ¿pseudo-pedicle¿ that appeared as ectopic growth out of the disc space as a solid piece in the same direction as the anatomic pedicle. The radiculopathy symptom development due to ho was independent of the amount of bmp-2 used in tlif. Adverse events: 01 patient reported radiculopathy, heterotopic ossification and incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.